Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso, anterior repair with bilateral paravaginal repair, posterior repair with the pelvis soft fascia, sacral spinous ligament fixation, cystoscopy and perineoplasty due to sui, cystocele, rectocele and uterine prolapsed. No additional information was provided.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, and recurrence. It was reported that the patient underwent a sigmoidoscopy on (B)(6) 2007 due to mesh erosion into rectum lumen. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.